Event description:
Caller reported that pump battery would not charge. Blood glucose level was not adversely impacted and did not exceed 500 mg/dl. Customer successfully resolved issue by plugging pump into a different wall outlet, resulting in the pump beginning to charge, with no further assistance required.